Event description:
It was reported that a patient using the ilet experienced hypoglycemia to 65 mg/dl after announcing a dinner meal as a breakfast and inconsistently using meal announcements, which prompted an emergency department evaluation: the patient self-treated with glucose tablets and stabilized. Symptoms included hypoglycemia. Outcomes included a transient impairment that required unscheduled in-person care. Investigation included technical support review, user counseling on correct meal announcement, and coordination with clinical support and the healthcare provider for education. Investigation of this case revealed use error related to incorrect meal type selection and inconsistent meal announcements leading to repeated low glucose episodes. It was concluded that the device functioned as designed and that the event resulted from user interaction and training needs, with additional education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.